Event description:
The consumer reported using the product for two hours on the middle of her back. When the patch was removed, the consumer described a burn and a red mark. The consumer initially treated the area with silver sulfadiazine and gauze and took acetaminophen. The next day the consumer went to the emergency room where she was diagnosed with first and second degree burns. The consumer was prescribed silver sulfadiazine, percocet, as well as unspecified ointment and steroidal pills. The consumer also consulted with her regular dr and a dermatologist.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.